Event description:
It was reported that the emergency medical service supervisor was performing the daily check of the defibrillator. Allegedly he discharged the device, with the paddles installed in the storage wells, and received a shock. The operator was evaluated at the hospital and required no treatment.